Manufacturer narrative:
All buttons functioning properly and no damage was found on the keypad assembly. Inspected connector on lcd and no unlock keypad connector. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the act button on the insulin pump was unresponsive. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.